Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log (ehl) identified battery communication timeout. During the functional testing the reported issue was unable to be duplicated. The root cause of this issue was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced battery for preventive. Performed preventative maintenance and all functional testing.

Event description:
It was reported that the pump exhibited a battery communication timeout. No patient injury was reported.